Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. This failure is commonly caused by insulation degradation and carbonized tissue creating a conductive pat the instrument [passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy on 4 of 4 attempts. There were signs of light arcing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument exhibited a spark. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the yellow cover of the instrument was found scorched after the arcing event, though the specific surgical task being performed at the time is unknown. Synchro seal and fenestrated bipolar instruments were being used concurrently, and the erbe vio3 generator was in use with settings of cut: 5 and coag: 8. The patient did not require a return visit for post-surgical complications, and the surgeon believes the arcing may have been caused by the vio3. No photos or video of the device or procedure are available.